Event description:
The customer reported that following a diagnostic catheterization procedure in july 2001, the operator attempted to deploy a vasoseal es. During deployment, the operator checked for resistance prior to placing the tissue dilator over the locator, but no resistance was felt. The operator pulled the locator out of the site and the j segment was missing. The pt was sent to radiology where a flat plate of the pt's abdomen was performed. The x-ray revealed that the j segment was located in the subcutaneous tissue in the right groin area. The pt was scheduled for a coronary artery bypass graft 4 days later, so it was decided that an attempt would be made to remove the j segment at that time. No further complications were reported.